Manufacturer narrative:
1. DHR review was not performed as the lot number is unknown for this complaint. 2. The customer did not return samples and only provided 3 photos of defective samples. From the photos, it can be seen that the blood overflowed from the slit of the septum. 3. Lot number unknown, we can not perform retain sample inspection. Cause analysis: according to the photos provided by the customer, the blood overflowed from the slit of the septum,and seems to be continuously leaking, suspected that the septum was damaged. But due to the customer did not return samples,can not confirm whether it was damage to the septum raw materials or damage caused during the production process conclusion: in summary,due to the customer did not return samples, can not confirm the slit status of the septum, the root cause of the complaint defect cannot be determined, and the factory will continue to monitor and monitor the trend of this defect complaint.

Event description:
No additional information provided.

Event description:
It was reported that three bd pegasus gn 18ga x 1.16in prn leaked blood. The following information was provided by the initial reporter, translated from chinese to english: 'nurse has just finished the retention and blood is leaking from the isolation plug position.'

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.